Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to malalignment in the axial plane of the talar component creating maltracking of the components during ankle dorsiflexion and plantarflexion. The talar component translates laterally during dorsiflexion and while in the neutral position is noted to be lateral to the poly and tibial component. The surgeon wants to be prepared for the possibility of a loose tibial component and would like to be prepared to revise to an inbone or invision. All infection markers and scans have been negative.

Manufacturer narrative:
Correction to h6(results code and conclusion code). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- with the CT scan the malalignment can be confirmed. It seems to be a maltracking of the soft tissue and some kind of malpositioning. Therefore, it would be regarded as a failure linked potentially to the procedure as the underlying cause. There is no clear loosening or subsidence of both the tibia and the talus. Based on the investigation the issue is regarded as failure linked potentially to the procedure as the underlying cause. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to malalignment in the axial plane of the talar component creating maltracking of the components during ankle dorsiflexion and plantarflexion. The talar component translates laterally during dorsiflexion and while in the neutral position is noted to be lateral to the poly and tibial component. The surgeon wants to be prepared for the possibility of a loose tibial component and would like to be prepared to revise to an inbone or invision. All infection markers and scans have been negative.